Manufacturer narrative:
Corrected description primary surgery performed on 2017. Head and stem (symbios) and other implants medacta have been implanted. Cup and liner have been revised on (B)(6) 2020 due to infection (all implants have been revised). On (B)(6) from xrays has been discovered a small fracture of the malleolus. Most probably the cause of the fracture is amis table used during the surgery of the day before. Nothing has been done on the fracture of the malleolus. Clinical evaluation performed by medacta medical affairs director: fracture of malleolus during revision tha surgery on a very heavy female patient, revised for infection. We have no information as to possible abnormal dimensions of the patient's foot that may have created difficulties in fitting the holding boot. The boot is part of the traction-positioning system which is hand operated by theatre staff, it does not apply any force by itself. Also locking the foot in the booth is carried out by hand. We cannot determine, with the information at hand, which manouvre caused the fracture, and we have not received reports of a damaged or faulty apparatus, thereby meaning the holding boot and the positioning table (known as amis table) to which it is attached.

Event description:
Primary surgery performed on 2017. Head and stem (symbios) and other implants medacta have been implanted. Cup and liner have been revised on (B)(6) 2020 due to infection (all implants have been revised). On (B)(6) from xrays has been discovered a small fracture of the malleolus. Most probably the cause of the fracture is amis table used during the surgery of the day before. Nothing has been done on the fracture of the malleolus.

Manufacturer narrative:
It is not possible to perform a document review since the lot number is not available.

Event description:
During the intervention (first revision surgery on (B)(6)) the manipulation of the leg was done on an amis table, the foot was correctly fixed within the boot, the manipulation is carried out by a nurse who is used to manipulating the orthopedic table. There was no crunch found, it liberated the hip effect gradually by repeating the maneuvers of external rotation, hip extension and adduction. Upon awakening the patient will report ankle pain which will be comforted by a radio performed the next day highlights a slightly displaced fracture of the external malleolus. A 2nd revision surgery was then performed on (B)(6) 2020 due to a malleoli external fracture. Cup and liner have been revised. The surgery was completed successfully.